Event description:
The user facility reported that the doctor used an angio-seal device. When the doctor pushed the carrier system into the angio-seal sheath, there was no click, and the anchor wasn't locked properly. The doctor was stuck when he pulled back and needed to cut the black wire. This occurred during use on the patient and during placement. There was no patient harm. Additional information was received on 13 feb 2025: the type of procedure being performed for the patient was a catheterization using a 6 french (fr) sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient is stable. Hemostasis was achieved by manual compression. There was no blood loss. There were no concomitant medical products or devices used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, not provided. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Although an issue was reported with the device, no issue was identified in the video provided by the account. As a result, the complaint was unable to be confirmed for a device-related issue. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).